Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and suture was used. During the procedure, after 2 passes through the tissue, the suture ruptured. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with five unopened samples that pertain to the product code sxpp1a444. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. A functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: photo analysis: this is an analysis of three photos submitted to ethicon for review. During the visual analysis the following was observed: photos show partially attached suture/needle with product code sxpp1a444. The image is not clear to determine the failure mode. Based on the photo review no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Trade name -irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 g /m.